Event description:
It was reported via legal documentation that approximately 54 months after a left total knee replacement procedure, the patient has complained of pain. The patient had a revision due to loose femur and insert. Patient was revised to exactech devices. There was no breakage of device or surgical delay/prolongation. Patient was last known to be in stable condition following the event. Images and x-rays attached. The devices are not available for evaluation due to chain of command.

Manufacturer narrative:
D10: (B)(6) 02-020-11-0240 - truliant ps cem fem ps cem left sz 4. (B)(6) 02-022-35-4009 - truliant tib imp ps insert sz 4 9mm. (B)(6) 200-02-38 - three peg patella 38mm. The reason for the revision reported was likely the result of pain, which was caused by an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening or due to disassembly between the tibial insert and the tibial tray. The reason for the reported loosening and disassembly cannot be confirmed as the devices were not returned for evaluation. Failure of the cement used to secure the femoral component to the femoral bone, may have lead to loosening at the cement-bone interface; however, this cannot be confirmed. A contributing factor to the reported loosening and disassembly may have been caused by patient related conditions. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.